Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6), 2021, the indwelling catheter was replaced for the patient which had several small holes in the catheter which leads to a leak. The foley catheter was removed and relocated. It was reported to the medical equipment department.